Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred. Subject device was installed on (B)(6) 2012 and last service record was found from (B)(6) 2016. Although no more information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to legs anatomical area following treatment with a lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
Additional information jul 16 2018. User facility on (B)(6) 2018 provided incident form including patient treatment settings and patient information, except for patient photographs. Furthermore user facility reported in incident form that the patient injury was first and second degree burn and patient injury was treated by hydrocortisone topical otc cream. A lumenis healthcare professional evaluated the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "two of the three medications the patient is taking can cause sun sensitivities. This may be the cause of this event."